Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to operate within specification in relation to the reported symptom "upstream occlusion errors", which was confirmed during the event history log review. The reported symptom was unable to be reproduced during evaluation and no component could be identified for causality. The device was found to operate as designed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.